Event description:
It was reported that this pacemaker was part of a system revision due to a pocket erosion. Reportedly, the patient was removing the bandages when the wire was coming out in the incision site where the pacemaker was implanted and the patient asked if this was normal. There was no additional adverse patient effects were reported. This pacemaker remains in service.